Manufacturer narrative:
The reason for reoperation was rupture and silicone migration. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Regulatory affairs reported a patient experienced autoimmune disease, rupture, "silicone flowing in body," inflammation, and ¿hair loss, extreme fatigue, etc.¿ patient at "risk of having cancer¿ and ¿had to stop work on a long time on an unknown side.¿ the device has been explanted.